Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodeno videoscope was extended. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and there was a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
Date of event/describe event or problem: no additional information was available. The device was evaluated, and the reported issue was not confirmed. The bending angle was insufficient due to the elongation of the angle wire. The forceps lever was not watertight. The operating part was discolored. The bending section cover bond was cracked due to external factors. The lighting lens adhesion part was discolored due to handling. The up/down knob was corroded. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the peeling was likely caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.